Manufacturer narrative:
Philips received a complaint regarding a v60 device where the touchscreen was reported as unresponsive. It was confirmed that there was no patient involvement at the time the issue was discovered. A remote service engineer (rse) and the customer collaborated on troubleshooting efforts. The customer attempted to access service mode and perform a touchscreen calibration; however, the device did not detect any touch input. The rse advised the customer to replace the touchscreen assembly and provided the necessary part number for ordering. The customer replaced the touchscreen to resolve the issue. The device subsequently passed all required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. The complaint file will be reopened should any additional information be received.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) and customer performed a troubleshoot together. The customer attempted to go into service mode and perform a touchscreen calibration, but the device did not detect touch. The rse advised the customer to replace the touchscreen. The rse provided the customer with the part number of the touchscreen to order and replace. Device evaluation and repair are pending.